Event description:
Medical doctor (md) surgically placed the tracheostomy tube and had finished suturing and dressing the site. Registered nurse (rn) began prepping the patient's (pt.) Abdomen for the second procedure, laparoscopic-assisted percutaneous endoscopic gastrostomy (lapeg) tube placement. While prepping, the rn and md noticed sound coming from the tracheostomy site. Md checked the cuff and noticed that there was a leak because the cuff had lost pressure and would not refill. 10cc of air initially used to inflate the cuff. After this was discovered, a new trach kit was immediately used to replace the tracheostomy tube. Inspecting the failed tracheostomy tube it was noted that there was a large hole in the cuff. Manufacturer response for tube tracheostomy and tube cuff, blue rhino (per site reporter). Waiting for their response.